Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was unable to be interrogated via the patient's remote home monitoring communicator. Boston scientific technical services recommended that the patient be seen in clinic for device testing. There were no adverse patient effects reported. The device remains in service.